Event description:
It was reported that while in use with a patient, the device had high oxygen and was "unstable". The device was tried several times. Through tech support the issue was discovered to be related to the flow meter check of the co2 pump. It should be 100 to 140 ml/min. The customer found the flow was less then 100ml. No harm or adverse effects to the patient.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No; product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on the reported problem the most probable cause was a worn co2 pump mechanism no longer drawing adequate airflow through the pneumatics. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.